Event description:
It was reported that the pt underwent a fusion procedure from l3 to l5. One month post-op, the pt underwent a revision surgery for a loosened setscrew at l5.

Manufacturer narrative:
(B) (4). A review of the device history records for this device was not possible without additional product info. Review of ap and lateral lumbar x-ray films could not identify the reported loosened setscrew.